Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 2 years ago they were hospitalized for low blood glucose of 22mg/dl. Customer treated with glucose and fluids. Customer indicated that they were in the hospital for a few hours and then released. No further assistance was necessary and no further details given.